Manufacturer narrative:
A visual inspection was performed on one opened and used enite sensor, found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. No broken or missing parts were observed during our analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor alarmed sensor error and when he removed the sensor from his body the electrode was missing. The patient's blood glucose at the time of incident was 209 mg/dl. The sensor was returned for analysis.